Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm medium-large clip applier instrument was analyzed and found to have two severely bent grips causing misaligned tips. A clip could not be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument jaws would not "release the clip" and "were sticking". The customer finished the case with a different arm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip opened after closure on the vessel or tissue. Surgeon was trying to remove/ release the instrument after clipping the vessel. The jaws seemed to be sticking to the clip once the clip was applied to vessel. Unknown as to how many times the clip applier was used prior to incident. A backup clip applier was used to resolve the issue. The instrument was sent back to isi for analysis. No photos or videos are available for review.